Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vicm6; -7.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. It was indicated that the patient had residual refraction after implantation. Lasik surgery was performed initially on 12-jul-2022 and a lasik revision on (B)(6) 2022. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.